Manufacturer narrative:
H6: the device was evaluated by an authorized service provider (asp) where the reported issue of lower peep (positive end expiratory pressure) than set was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. The device was subsequently returned to ventec for other, unrelated repairs. Ventec evaluated the device and confirmed that the replacement of the ift resolved the reported issue. Ventec then performed other, unrelated, repairs. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.